Event description:
Reporter indicated that a lead and generator were replaced due to lead discontinuity. Further follow up with the treating physician revealed that device diagnostic testing on a system diagnostic test at a routine office visit resulted in high impedance, indicating possible lead fracture. No serious injury was reported.

Manufacturer narrative:
Device failure suspected but did not cause or contribute to a serious injury.